Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.